Manufacturer narrative:
Evaluation summary: it has been identified that this device is concomitant for this reported failure. If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
Customer reported that smart toe implants were found to be broken 6 weeks post op. Revision surgery is planned after (B)(6) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Customer reported that smart toe implants were found to be broken 6 weeks post op. Revision surgery is planned after (B)(6) 2014.